Event description:
It was reported that stent damage occurred. The patient was being treated for renal artery stenosis. A 6.0mmx18mmx150cm express sd renal/biliary stent was advanced for treatment. However, upon inserting the device into a 6fr guide catheter, the stent struts and the delivery shaft were kinked. The device was removed intact, and the procedure was completed with another of same device. No patient complications were reported.